Event description:
The customer reported the ventilator had a dim display. It is unknown if the device was in use at the time of the event. However, there was no patient harm reported.

Manufacturer narrative:
Correction: unknown if in use with patient at time of event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08aug2019. The customer replaced the backlight inverter. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.